Event description:
It was reported that when loading and unloading a pt on and off the omega v table, the tabletop rotated. The rotational locks were reportedly slipping. A ge field engineer (fe), tested the table and determined that it was within specs. An oily film was noticed, however, on the surface of the rotational plate and locks when the fe cleaned them. Additionally, the customer reported to the fe that the tabletop was extended more towards the head end when the rotation occurred. The fe told the customer to retract the tabletop during pt transfer as required by the operating manual so that the pt torso is placed over the table base when they load or unload pts. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.